Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the complaint condition for the broken handle was likely caused by the excessive hammering to remove the handle which resulted in an off-axis force on the handle causing the pin that holds the spacer and t-handle together to shear. Per the technique guide, the opal trial spacer is part of the depuy synthes opal spacer system. The spacer is utilized to help the surgeon to determine the proper implant size for a patient¿s anatomy. The returned instrument was evaluated and the complaint condition of broken was able to be confirmed. The part was received in two separate pieces. Upon inspection it can be seen that the dowel pin the holds the handle and shaft together had sheared off on both ends resulting in the complaint description. A root cause could not be determined; based on the complaint description a possible cause could be that excessive hammering to remove the handle which resulted in an off-axis force resulting in the pin to fail. The relevant drawings were reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. No definitive root cause can be determined however the failure mode is typically associated with excessive hammering to remove the handle which resulted in an off-axis force on the handle causing the pin that holds the spacer and t-handle together to shear. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Part number: 03.803.011, supplier lot number: 63369, synthes lot number: 5553329: release to warehouse date: july 17, 2007. Manufacturing site is (B)(4) and supplied by (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle broke off of a trial spacer during a tlif (transforaminal lumbar interbody fusion) procedure. After the trial spacer was put in, upon hammering the holder out, the handle became detached from the shaft; the device broke into two pieces with no fragments. The surgeon reached in and pulled the broken trial spacer shaft out without difficulty. There was a reported ten (10) second surgical delay. No additional x-rays or medical intervention required. Procedure completed successfully, patient reportedly stable. This is report 1 of 1 for (B)(4).